Event description:
Was using lp12 in the paddles selection with multifunction pads applied. Lp12 became non operational, was unable to read ECG or perform any functions. It was like the unit became totally blank. Unit still had power during this event. When printing the code summary from the call. All of the info prior to the malfunction was not printed on the code summary report. The unit was not shutoff at any point. Problem could possibly be at the connection of the lp12 and the defib cable. This connection seemed to be loose. The unit performed correctly on the rest of the incident. Unknown what was done to make the unit start working again.